Manufacturer narrative:
The involved device was not returned by the user facility, which limits the investigation. Reserve samples were visually inspected and functionally tested. This evaluation confirmed there were no abnormalities or defects on the reserve samples. A review of the device history record indicated that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot number has not been reported previously. Although the cause of the reported event cannot be definitively determined based upon the available information, the event description is consistent with the sheath having been damaged as a result of contact with the sharp surface of the cutting balloon during the withdrawl. There is no inidication that there was any relation to a defect or malfunction of the device. All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow up.

Event description:
The user facility reported that a 7 fr introducer sheath was being used along with a "cutting balloon" device during a procedure to clear a clot from a fistula. The report indicated that the cutting balloon was passed through the sheath to the lesion, then the "balloon was fully deflated and while bringing the cutting balloon back through the sheath, the cutting balloon shredded the sheath in half." Reportedly, both devices were removed with no negative consequence for the patient and the procedure was completed successfully.